Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that the patient was admitted for a coronary artery bypass graft and aortic valve replacement using a mechanical valve and root enlargement. Post-procedure, the medical team was unable to wean the patient from cardiopulmonary bypass (cpb) due to the right ventricle (rv) becoming distended and the patient becoming hemodynamically unstable. Of note, the left ventricle appeared to be functioning normally with no significant abnormalities. In addition to cpb, the patient was supported by an intra-aortic balloon pump and several vasoactive medications. The medical team successfully implanted an impella rp, and support was initiated. It was noted that there was immediate decompression of the rv with improved flows and pulmonary artery (pa) pressures. Attempt to wean from cpb was again unsuccessful. The anesthesiologist observed pink, frothy sputum from the endotracheal tube, a sign of severe pulmonary congestion. The medical team decided to cannulate the patient for veno-arterial extracorporeal membrane oxygenation (va ECMO). While waiting for the va ECMO team, the rv became distended again and the impella rp flows decreased. The physician became concerned with impella rp placement and elected to reposition the device with fluoroscopy. During an attempt to reposition the pump, it dislodged from the pa. The physician attempted to recross the valve without success. The cannula was explanted, flushed, and re-prepped. During re-priming, there were alarms for ¿impella stopped¿, ¿retrograde flow¿, and ¿impella defective.¿ the decision was made to replace the impella rp with a new impella rp. The second impella rp was prepped, primed and inserted with no issues. Support was initiated, and the patient was then cannulated for veno-arteriovenous extracorporeal membrane oxygenation (vav ECMO), however the patient continued to decompensate. The physician reported ongoing difficulty maintaining hemodynamic support during the transition from cardiopulmonary resuscitation to vav ECMO. It was noted at that time that the patient had received a massive transfusion protocol of 13 units of packed red blood cells and 13 liters of fluid replacement. Mean arterial pressures remained in the low-40s despite maximal support. After the prolonged procedure, a multidisciplinary team determined that no further treatment would be successful. Therefore, resuscitative efforts were stopped, and the patient expired. This complaint involves two impella rp pumps: pump 1: impella rp with serial number (B)(6). Pump 2: impella rp with serial number (B)(6). This report specifically addresses the second impella rp. A separate report will be submitted for the first impella rp. Refer to section h.10 for the related report number.

Manufacturer narrative:
Although the patient's presenting condition may be more likely to have impacted the event, the first impella rp pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.